Event description:
It was reported that patient experienced high blood glucose on (B)(6) 2026 and treated with manual correction due to insulin flow block alarm with inconclusive troubleshooting.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:8021545.